Event description:
During a stenting procedure in the right renal artery, the balloon of the sds began leaking contrast as soon as it was inflated. The entire sds, including the stent, was removed without consequence. A second pg sds of the same size was used to successfully complete the procedure. The anatomy was neither tortuous nor calcified. There was no pt injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.